Event description:
It was reported that during a da vinci s thoracic sympathectomy procedure the coating at the distal end of the maryland dissector instrument peeled off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the main tube coating has 3 scratches. One of the 3 scratches is deep and has a missing piece that measures roughly 0.076 x 0.065 and is located midway on the main tube. The other 2 scratches have no missing pieces and are located near the tip area of the instrument. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.